Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 380 mg/dl. The customer stated that she did not think that the insulin pump was delivering the bolus. She had treated with a bolus in the morning, then with a manual injection after she received the reading of 380 mg/dl. The treatment brought the blood glucose reading down to 128 mg/dl. No symptoms of high blood glucose were reported. Upon troubleshooting, it was found that insulin did exit out of the tubing during a manual prime and no leak was observed. No unusual alarms nor settings were found. Advised the customer that the high blood glucose levels were likely to be caused by the occlusion in the cannula of the infusion set. Nothing further reported.